Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter (one touch verio iq) read inaccurately compared to three separate meters. The reporter was unable to give exact values for any of these comparisons. These complaints are being reported because the reported issues were not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.